Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose (bg) was elevated (value not provided); cause was unknown. A supply change was performed to address elevated bg's. Additionally, it was reported that the insulin gauge was inaccurate. The contact declined further troubleshooting with tandem technical support. Reportedly, customer continued to use the pump for insulin therapy.